Event description:
Follow-up identified surgery took place on (B)(6) 2017 wherein the lead was explanted and replaced with a new model which resolved the issue.

Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2014. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system would increase in amplitude on its' own. Reportedly, diagnostic testing revealed 8 contacts with high impedance measurements. X-rays were taken and revealed no anomalies. Surgical intervention may be undertaken as the next course of action.